Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2010. During this time the device recorded three temperatures below the recommended operating temperature range for this device. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. A new pad-pak was installed on the (B)(6) 2013 with the device passing a self-test. The device continued to perform to specification up to the (B)(6) 2015. During this time the device recorded several more temperatures below the recommended operating temperature range. The final history log entry was on the (B)(6) 2015 with the device recording another low battery fail. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. The excess current drain measured would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.